Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unknown. This device has been received by this manufacturer, but a physician evaluation has not yet been performed. At this time, we are unable to determine if the device met specification. No adverse trends were noted and no data point exceeded the complaint alert limit. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
The complainant reported, that a female patient had a vaxcel port implanted less than a year ago (exact date of implant unknown). During infusion with chemotherapy, extravasation occurred. The patient was taken to surgery, and when the physician flushed the port, he noted leaking through the catheter under the looking collar. The prot was removed and it was replaced with a new port and catheter. Subsequent to the removal of the port, the physician's inspection of the explanted port revealed a hole in the catheter, located near the end of the stem. The complainant reported, that there were no adverse affects on the patient as a result of the reported malfunction.